Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their device was not charging and during the investigation of the returned product, evidence of fire exposure was observed during the visual inspection of the usb data cable. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issue was observed. The reader successfully powered on with the button press. Visual inspection of the reader's universal serial bus (usb) data cable revealed a melted casing and evidence of fire exposure. An extended investigation was also performed on the returned usb cable and the cable was observed to be burned on the connecting end. The usb connectors were tested and measured within specification. Visual inspection was performed on the usb adapter and no visible damage was observed. The returned adapter was used with a known good charging cable and it successfully charged the returned reader. The reader displayed the proper charging icon when charging. The adapter's output was measured and found to be within specification. It was determined that the adapter can not generate enough power to burn the cable, and the issue may have been caused by the customer using an unknown adapter. This complaint is therefore not confirmed to use. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported their device was not charging and during the investigation of the returned product, evidence of fire exposure was observed during the visual inspection of the usb data cable. There was no report of death, serious injury, or mistreatment associated with this event.